Manufacturer narrative:
No lot number was provided, and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 17 oct 2024 from the nurse of a 59 year old male critical care patient with a complex medical history including chronic kidney disease, who stated the patient experienced hypotension, flushing, and became tachycardic during continuous renal replacement therapy (crrt) on (B)(6) 2024. Additional information was received on 21 oct 2024 from the nurse who stated the patient was intubated and intravenous vasopressor therapy initiated including epinephrine, norepinephrine and vasopressin. The patient was transitioned to a filter from a different manufacturer and continued therapy with the nxstage hemodialysis system.